Manufacturer narrative:
H10: the service engineer reported that the power switch overlay was replaced, and the device was returned to service.

Event description:
Philips received a complaint from by the biomed, reporting that the v60 ventilator would not stay in standby mode. It was unknown how the issue was found. No patient or user harm reported.

Manufacturer narrative:
H10: there was no patient involvement when the issue occurred. No patient or user harm reported. The service engineer (se) reported that that no codes were generated when the issue occurred, and that the device was unable to proceed through the normal power on self-test (post). The se then reported that when the power button was pressed, the alarm starts to sound, and the screen flashes red. The se ordered a replacement power switch overlay.